Event description:
Complainant alleges that the retractor was sent to a third party for repair, after which the retractor broke during a lap nissen procedure. The pieces in the flexible portion of the retractor fell into the pt. The pt was x-rayed and the hospital determined that the pieces had been retrieved.